Event description:
Approx 5 months post-operatively, angiography revealed a "highly significant" stenosed area behind the connector. The pt was part of a study and also had concomitant bypass performed with hand-sewn sutures, which was noted to be "completely closed". The stenosed area near the connector was dilated and the vein was reported to be "open". No further intervention is planned at this time. Add'l info indicated the initial bypass procedure was performed without incident and cardioplegia was used for the other anastomosis performed in the traditional fashion.